Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that there were four thoracic stent grafts implanted on one month ago. It was reported that the patient expired of an unknown cause a month later. The physician stated that the talent bears no relationship to the cause of death. (MFR report# 2953200-2011-01011, 01012, 01013).

Manufacturer narrative:
(B)(4). Evaluation, results: (death). (Lack of information). Conclusion: (lack of information).